Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited positioning / placement difficulties and later dislodged. The lead was not used and a replacement lead was used instead. It was reported that the right ventricular (rv) lead perforated the myocardium, there was excessive slack on the lead and threshold and sensing values deteriorated. The perforation site was repaired. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.